Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally initiated a rewind while still connected to the infusion set, which stopped insulin delivery until a supply change and tubing prime were completed with assistance; the user uses a steel infusion set and successfully resumed insulin delivery after guided troubleshooting and education. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed no findings, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.